Event description:
A report was received that the patient was experiencing a burning sensation in her arm when the stimulation was on. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing a burning sensation in her arm when the stimulation was on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The burning sensation occurred with and without stimulation. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.